Manufacturer narrative:
Examination of the returned products confirmed the reported event. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The fractured stem was reviewed by (B)(4) material scientist and concluded the hip stem was cyclically loaded beyond the elastic limit of the material, resulting in fatigue crack initiation and propagation. No material defects were observed in the solution femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for fractured femoral stem.